Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the cover bending. This was most likely due to it being forced open or closed at some point, bending the cover to the point that the latch physically caught the cover. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician bent back the siderail metal cover to the correct shape and repainted to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left foot siderail is not latching. The bed was located at a hill-rom service ctr not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).